Event description:
As reported: "the ring at the end of the set screwdriver fell out in the nail. The procedure was completed while the ring was left in the nail and no end cap was used."

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: in the received screwdriver, c- ring found missing from the groove of the tip of screwdriver. Rubbing marks in the groove and the slight deformation of the hexagonal tip indicates the application of excess torsional forces due to which the ring gradually lost its grip in the groove. And, finally pushing or pulling the screwdriver tip hard along its axis have forced the ring out of its groove as indicated by the damage marks on both the sides of the groove. In spite of having the actual product, an x-ray was also provided in which we can see a ring shaped object most probably the missing c-ring in the proximal cavity of the nail which confirms the alleged failure that the missing ring from the screwdriver was left inside patient. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a usage related issue. The c-ring has loosened up gradually and came out due to application of excess torsional and axial forces. A pre-operative inspection of the implants and instruments is recommended as per stryker's instructions for use document. If more information is provided, the case will be reassessed.

Event description:
As reported: "the ring at the end of the set screwdriver fell out in the nail. The procedure was completed while the ring was left in the nail and no end cap was used."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.